Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 04761; 0001825034 - 2018 - 04762; 0001825034 - 2018 - 04764. Concomitant medical products: unknown part/lot; femoral stem; unknown part/lot; acetabular liner; us157854 m2a-magnum pf cup, lot 853800. Reported infection and hematoma event was confirmed due to medical records received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported the patient was on blood thinners and developed bleeding circa three weeks post-primary right total hip arthroplasty. The patient received and irrigation and debridement to address a hematoma. The patient was found positive pseudomonas aeruginosa; rare staph, and coag negative. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.